Event description:
During a drug eluting stenting treatment procedure, difficulties advancing the catheter were encountered and the shaft of the catheter broke outside of the pt. The physician had to use force while inserting the taxus express2 2.75 x 32 mm drug eluting stent in an unknown calcified vessel. The shaft broke outside of the body prior to deployment of the stent. The procedure was successfully completed with another taxus express2 2.75 x 32 mm drug eluting stent. No pt injuries or complications were reported.